Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("adjust/check belt¿ messages) was confirmed due to the white and orange (lead 1&2) pulse wires being pinched at the ECG ¿c&d¿ cable. The belt did not pass falloff testing and the ecgs were non-functional. The root cause for the pinched wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.